Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed a call service alarm occurred immediately during start up. The pump was opened and evaluation revealed that a single component on the printed circuit board had failed. The component was replaced on the printed circuit board; the pump was powered up and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).